Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter did not have enough lubrication or hardly any to insert and remove and was very uncomfortable for the patient. No medical intervention was reported.

Event description:
It was reported that the intermittent catheter did not have enough lubrication or hardly any to insert and remove and was very uncomfortable for the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "viscometer failure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.a labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the intermittent catheter did not have enough lubrication or hardly any to insert and remove and was very uncomfortable for the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as the evaluated representative sample meets specifications and the condition of the original used sample is unknown. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Based on the results of this investigation no additional actions are required at this time. Although an exact root cause could not be determined a potential root cause could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not required because labelling could not have prevented the reported failure. The actual/suspected device was inspected.